Event description:
The customer reported that there was no image on the instatrak 3500 system and that a "no video signal, check cable" error message displayed on the monitors. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to evaluate the system. The customer will contact the bio-med engineer for further troubleshooting assistance. No conclusion can be drawn as repair info is unavailable.